Event description:
It was reported that the procedure was to treat a 70-90% stenosed lesion in the circumflex (cx) artery. The 4.0x18mm xience xpedition stent delivery system (sds) was advanced to the lesion and successfully deployed at 18 atmosphere (atm) for 20 seconds. Negative was held for approximately 20-30 seconds for deflation. Upon deflation it was noted that the sds balloon did not re-fold correctly and resistance was encountered during the attempt to retract the sds into the 6 f non-abbott guiding catheter. The sds and guiding catheter were withdrawn as a single unit. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.